Event description:
Patient went to surgery for right below the knee amputation. Surgeon put tourniquet on right upper thigh in case of heaving bleeding during procedure, but it was intended not to inflate the tourniquet. Right after the incision was closed, while putting the dressing and removing the drapes, the rn first assistant noted the tourniquet was on for 56 minutes at 250mmhg pressure. No staff members turned the device on: it turned on by itself. Immediately, the rn turned it off and notified the surgeon. We waited for 5 minutes after the tourniquet turned off to see if there was any sign of bleeding. No bleeding noted.